Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the tip broke on a har36. The tip was broken and it is unclear if it was this way upon opening the package or if something happened during the case. There was no patient impact reported.